Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units. It was also reported that an earlier occlusion alarm occurred. There was no impact to the customer's blood glucose (bg) level due to these events; however, the customer reported experiencing an elevated bg level of 312 (mg/dl) earlier in the day. Reportedly, the customer believes they may have over eaten at lunch and this possibly contributed to their elevated bg levels. A pump bolus was delivered to address their bg levels. The source of the occlusion was unable to be determined due to the occlusion occurring in the past. The customer reported the occlusion alarm did not recur after a bolus was delivered. The customer loaded a new cartridge to resolve the minimum fill issue.